Event description:
On (B)(6) 2013, the lay user/ patient contacted lifescan (lfs) spain alleging her onetouch ultraeasy meter displayed an ¿error 1¿ message. The complaint was classified based on the customer care advocate (cca) documentation. The alleged issue began on (B)(6) 2013. The patient does not take medications for diabetes. About a month after the start of the alleged issue, the patient claimed she had symptoms of shaking legs, shaking arms and weakness. The patient drank water with sugar as treatment. At an unspecified date/ time, the patient reportedly visited her physician¿s office and was prescribed advagraf pills (5 mg) since she had a kidney transplant. No additional treatment was specified. The patient¿s blood glucose was reportedly tested at the physician¿s office; however, results were not provided. The alleged issue was not resolved at the time of troubleshooting. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.